Event description:
It was reported that the patient's blood glucose level rose to about 300 mg/dl while wearing the pod between 4 and 24 hours. The pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed but the pod pink slide moved forward. The pod was also leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eyl1. Hardware: sm-s911u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.